Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A physician reported a shutter error occurred during surgery. Additional information received reported the surgery was completed after restarting the machine. There was no patient impact.

Manufacturer narrative:
Logfile review confirmed the occurrence of the reported error message was before laser firing. The surgery was restarted and performed without problem. During technical onsite visit the field service engineer (fse) refreshed the connection of shutter one to resolve the issue. The root cause is bad connection of shutter one. The reason for the bad connection is unknown. The manufacturer internal reference number is: (B)(4).